Event description:
Following a ptca procedure on 06/07/1997, an angio-seal device was placed in order to achieve hemostasis; however, persistent bleeding was noted following device deployment, and a c-clamp was placed for a duration of one hour. A hematoma (size unknown) was noted. The patient was discharged home 06/08/1997. On 06/10/1997 the patient returned complaining of claudication; however, she was not readmitted to the hospital until 06/26/1997, at which time the device was surgically removed due to obstruction of the common femoral artery (the adherent plug of angio-seal was found within the common femoral artery). A resection of the artery with a 10mm goretex graft was also performed. The patient tolerated the procedure well, and at the completion of the procedure, had a palpable posterior tibial pulse and a strong doppler's signal of the dorsalis pedis. However, during the patient's postoperative period, she developed dvt, which was thought to be related to hemodynamic changes associated with the original hematoma.